Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found that the alarm powers on but the nurse call light did not come on when it should. The nurse call cable fits loose inside the receptacle of the alarm and if the cable is wiggled while pressure is off the sensor the light on the nurse call fixture will turn on and off intermittently. There are loose parts that can be heard inside the alarm unit. Note: posey instructions for use has a warning statement: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).

Event description:
Customer reported they had to push in on the alarm connector to get the unit to send out an alarm to central nurses station. The customer reported that it seemed the connector on the unit may have been some what loose for the 1/4" cord end. There was no pt incident or injury reported.